Manufacturer narrative:
Date of event is unknown. No information has been provided to date. No product sample was returned for investigation. A photograph was provided of the device, demonstrating the flexibility of the device pre-dilator, however, the investigation did not identify any issues in the device in the photo. A test of sample devices at the production facility did not identify any anomalies. A review of complaint history and manufacturing device history records have not found any discrepancies or anomalies related to the reported flexibility issue. No fault found; therefor, no actions have been taken at this time.

Event description:
It was reported that the pre-dilator was abnormally flexible and would fold over the different tissues instead of passing through them. The customer met with our product specialist and sales manager and they discussed the tracheostomy kits and their handling. It turns out that the dilator did not have a defect; it is similar to those of other kits. The customer closed their internal complaint file. There has been no report of patient involvement, no observable clinical symptoms, or a change in symptoms identified in the patient.